Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using a contralateral approach through the femoral artery. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. An unknown sheath was inserted into the patient and an unknown guide wire crossed the lesion. This 6.5 x 40/135 (4f) sterling mr balloon catheter was inflated in the lesion and upon inflation, the balloon ruptured at 6atm. The device was removed intact from inside the patient. The procedure was continued with another of the same sterling mr balloon catheters. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).